Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Reportedly, the customer updated their settings to address the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.